Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During handling prior to use on patient, the suture pulled off the needle. There were no adverse patient consequences reported. Upon evaluation of the returned device, a short insertion length was observed at the suture end, and no remnant was found within the needle barrel hole. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. During handling prior to use on patient. H6 investigation findings: c22 - photo review . H3 investigation summary: the product was returned to eth for evaluation. Visual inspection revealed that one empty foil packet, one detached needle and one used suture piece were received for analysis. Product code sxpp1a403. During examination, a short insertion length was observed at the suture end, and no remnant was found within the needle barrel hole. Visual inspection determined that the needle and suture were detached due to the suture insertion did not meet the specified acceptance criteria. Additionally, a photo was provided showing one foil packet placed inside what appears to be a plastic glove. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.